Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a severely bent grip tip causing side to side/vertical misalignment of the grips likely causing jaws do not come together. Additionally, the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was not material missing but the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, the jaws of the fenestrated bipolar forceps instrument would not come together. The planned procedure was completed using another instrument with no reported injury.